Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips a touched position on the touchscreen was observed to be out of alignment. There was no patient involvement or harm. This event was reported to have occurred during periodic maintenance (pm). The philips field service engineer (fse) observed the issue. Touchscreen calibration was performed but the issue was not resolved. Following the evaluation of the device, the fse replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
The part was returned to failure investigation. The touchscreen assembly was tested and no failures were identified.